Event description:
The customer contacted stryker to report that their device was intermittently powering on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer quality engineer contacted the customer for clarification on the reported event. The customer stated that the device exhibited instances of unexpected power losses, as well as delays in the device powering on. The electronic device record was evaluated and the reported issue of unexpected loss of power and not completing boot up cycle were not able to be verified and were not able to be duplicated. A cause of the reported issues could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device was intermittently powering on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.